Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 20000 mcg at 525.05341 mcg/day and bupivacaine 20 mg at 5.25053 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported pain at the pump pocket site and excessive pain and inadequate pain relief which has not been alleviated due to bolus. The device was reprogrammed where the fentanyl dosage was increased. On (B)(6) 2021 the patient denied pain at the pump pocket site and inadequate pain relief from bolus. On (B)(6) 2021 the patient denied pain at the pump pocket site and inadequate pain relief from bolus. The device was reprogrammed where the hydromorphone dose was increased. On (B)(6) 2021 the patient denied pain at the pump pocket site and inadequate pain relief from bolus. The device was reprogrammed where the hydromorphone was discontinued. The pump was reprogrammed to deliver a simple continuous infusion of bupivacaine. On (B)(6) 2021 the patient denied pain at the pump pocket site. The device was reprogrammed where both fentanyl and bupivacaine dosage were increased and programmed to be delivered in continuous simple infusions. On (B)(6) 2021 the patient denied pain at the pump pocket site and inadequate pain relief from bolus. The device was reprogrammed where both the fentanyl and bupivacaine dosages were decreased. No action was taken regarding the pain at the pump site. The outcome of the event (pain at the pump site) resolved without sequelae on (B)(6) 2021. The outcome of the event (inadequate pain relief) was noted as ongoing. The clinical diagnosis was pain at the pump pocket site and inadequate pain relief from bolus. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The relatedness to the drugs (fentanyl and hydromorphone) was possibly related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2021. Additional information was received from a healthcare provider (hcp) via a clinical study that reported on (B)(6) 2021 the patient reported intense pain in their back and right thigh while driving to the clinic. They had to take a trip to the emergency room secondary to their pain. Interventions that were taken included increasing the patient's simple continuous (B)(6) and administering 60mg of toradol injection into the patient's right buttocks. On (B)(6) 2021 the patient denied concerns and/or symptoms. The event was noted as resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.